Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is cmp (B)(4).

Event description:
It was reported that thte patient underwent a cmn femoral nail, ccd 130, left, 13 mm, 21.5 cm on (B)(6) 2016. On (B)(6) 2016, the patient underwent thr due to disease progression. The cm nail was removed as a result. It was reported that the reason for the revision was a femoral head collapse.

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: patient underwent hip surgery on (B)(6) 2016, a cm nail was implanted. On (B)(6) 2016, the patient underwent thr due to disease progression (femoral head collapse). The cm nail was removed as a result. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received devices analysis: no product was returned to zimmer (B)(4) for in-depth analysis. Review of product documentation: no product documentation was reviewed for investigation. Root cause analysis: the issue reported is not related to the products. The patient underwent thr due to disease progression. The cm nail was removed as a result. Conclusion summary: it was reported that a cm nail was implanted on (B)(6) 2016 and revised on (B)(6) 2016 due to disease progression. The issue is not related to the product. The cm nail was removed as a result. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).